Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified sensing issue on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and h6 for missing high capture thresholds.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified sensing issue and high capture thresholds on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.